Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the mid left circumflex (mlcx) artery with heavy calcification and mild tortuosity. The 2.5x15mm trek balloon dilatation catheter (bdc) was advance to the target lesion and the balloon was inflated; however, the balloon ruptured at 4 atmospheres (atm). Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Pre-dilation with a non-abbott balloon followed by implantation of a 2.5x18mm xience stent were used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.